Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 337 mg/dl, 297 mg/dl, and 120 mg/dl. Customer said that a small "l" appeared on the screen with the reading of 337 mg/dl. Customer does alternative site testing on his arm. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.